Event description:
It was reported during in clinic follow up that the atrial lead pacing inhibition due to oversensing. Lead damage was suspected. Programming changes were made, and the lead will continue to be monitored. There were no patient consequences.